Manufacturer narrative:
(B)(4). Batch: r5a03n. Additional information requested but not received: can you please explain more how the gun got stuck? Was the device locked on tissue with the jaws closed? Was the red manual knife reverse switch attempted? If yes, did the red manual knife reverse switch function properly? If yes, how was the device removed? If yes, did the jaws eventually open? Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lung wedge surgery, incomplete staples with tear in the pulmonary parenchyma, the gun also gets stuck. Surgery was not delayed due to the reported event. Unknown if the procedure was completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: occurs during lung wedge surgery, incomplete staples with tear in the pulmonary parenchyma, there were 2 (two) reloads, the gun also gets stuck. The gun was changed, and the problem was solved. Can you please explain more how the gun got stuck? No. Was the device locked on tissue with the jaws closed? No. Was the red manual knife reverse switch attempted? Yes. If yes, did the red manual knife reverse switch function properly? No. If yes, how was the device removed? N/a. If yes, did the jaws eventually open? N/a.